Event description:
It was reported that during advancement to deploy the second pipeline stent, the hub of the microcatheter (subject device) came off the microcatheter shaft during manipulation. The microcatheter along with pipeline stent delivery system were safely removed from the patient without clinical consequences.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the catheter shaft was broken/fractured below the hub. The catheter shaft was stretched at the point of the fractured area. In addition multiple kinks were found along the catheter shaft. Information available indicated that the microcatheter was confirmed to be in good condition prior to use. In addition, the customer informed that ¿there was quite some manipulation of the catheter and pipeline while deploying the 2nd pipeline through the xt 27.¿ it is possible that the microcatheter shaft stretched, kinked and subsequently broke while being manipulated in conjunction with the pipeline while deploying the 2nd pipeline stent limiting its performance. Based on the information available and device analysis, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during advancement to deploy the second pipeline stent, the hub of the microcatheter (subject device) came off the microcatheter shaft during manipulation. The microcatheter along with pipeline stent delivery system were safely removed from the patient without clinical consequences.